Event description:
A flight60 ventilator stopped working while connected to the patient. The respiratory therapist was transporting at this time. The therapist disconnected the ventilator right away and began to bag the patient. The oxygen sensor was recalibrated and the unit is operating properly. Verified oxygen readings are within manufacturer's specifications.